Event description:
The medwatch report stated: the physician was placing a lumbar drain as part of an operative procedure with patient under general anesthesia. While the catheter was being placed, the catheter sheared when the wire was being removed. This required the patient to need a lanmnectomy of lumbar two to three to remove sheared catheter pieces.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, the evaluation could not be performed. In the absence of it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications when released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On 10/03/2013 please be advised that this complaint was submitted to the FDA during the u.s. Government shutdown. Message was left with the customer on (B)(6), 2013, requesting the return of the complaint sample. On (B)(6) 2013 left msg. For customer to confirm the return of the device. Message was left with the customer (risk manager) on (B)(6), 2014, requesting the return of the complaint sample. A second message was left with the customer (risk manager) today, (B)(6), 2014, to provide the customer's medwatch reference number, and requesting again the return of the complaint sample.